Manufacturer narrative:
Depth analysis of the returned device was performed including both visual inspection and a functional control. The visual inspection showed some blood deposit on the catheter and the tip. A suture was still attached to the tube, a clamping mark of the pa tube was visible after the last graduation. Functional controls revealed the catheter is in conformity with the manufacturer specifications, with a drift of 6 mmhg (user initial zeroing): after connecting the catheter, the monitor displays a value of 10 mmhg, and decreased to 6 mmhg after cleaning. The catheter reacts normally to mechanical movement. For 48 hours, experts place the catheter in a water column to simulate different pressures: the catheter is stable for each value with an offset of 6 mmhg. In addition, the catheter succeeded in all the manufacturing testing and was in conformity with the manufacturer specification before its delivery. Several scenario may have caused the reported issue: an electrostatic discharge inducing the modification of the sensitivity of the sensor, or a modification of catheter offset since the manufacturing, or the clamping of the tubing (creation of a barometric effect).

Event description:
The patient was implanted with the device on (B)(6) 2021; at an unknown date/time post implant, the reporter observed incorrect measurement, no pulsation, too high values. No symptoms/signs were reported on the patient. Few information provided by the reporter.